Event description:
It was reported that during a left lap colectomy procedure, the anvil of the device stayed in patient after firing sequence. Surgeon needed to open patient to retrieve it. The case time was increased and also had to be converted to open.